Event description:
Written report stated, "fast flow." Per reporter total infusion time was 19 hours. Device contained 275 ml of solution consisting of 5fu and nacl 0.9%. Per reporter medication concentration is unknown. No pt injury occurred and no medical intervention was required as a result of the reported condition.